Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced several issues. The patient believed there were battery problems with the device and observed that the bottom of the implant appeared dented or concave, which was visible from the outside. The patient reported sensations akin to being electrocuted, prompting them to turn off the device, and experienced intermittent vibrations down the right leg. The patient expressed dissatisfaction and reconsideration of the device's benefits, noting that the trial implant was positioned approximately three inches lower than the actual implant. The patient visited the emergency room due to the electrocution sensation and underwent two surgeries to address the issue. Magnetic resonance imaging (MRI) was conducted, and the surgeon confirmed that everything appeared to be in the correct position. The patient mentioned considering legal action if the issue remained unresolved.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead img (annex g) code was added to the 977c165, serial# (B)(6) which was missed in the previous reports. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient stating they received a follow-up letter with questions regarding the information previously documented in this case. When asked about the cause if determined by their physician, patient stated ¿they did not; they thought they did. A procedure was done, called something that sounded like lower 'microvasectomy' - but wasn't a vasectomy, just sounded like that word (agent understood probably a microdiscectomy). [The doctors] thought they could go in and give the patient an epidural and everything would be fine. The patient was in so much pain, they couldn't wait for insurance and paid out of pocket for (B)(6) ¿. That shot only lasted 24 hours." When enquired about the steps that were taken or will be taken, to resolve the battery issue and shocking sensation, patient stated, "according to the patient's surgeon, nothing more can be done; has done surgery twice. The only thing the surgeon felt they could do was to shave part of the patient's disc off, so as to not expose it to their nerve". Weight at the time of the issue was 150lbs. Patient mentioned they felt their doctor had done shady things, including insisting that the 'concave' and 'sunken' nature of their ins battery was normal and wouldn't claim fault. Patient said when their disc touches their nerve, it's like putting jumper cables to a cavity and would make a person want to run into traffic. Patient additionally mentioned they met with rep in the past and they were able to reprogram the electrodes to turn down the one that was too close to their nerve which worked wonders for the patient. Patient said they feel 'power' down their right leg when they hadn't felt anything there since implant up until that point. Patient said they reached out to rep about 2 months ago and still hadn't heard back. Agent sent email to the rep for visibility. Patient claimed that due to the ongoing issues, they've been out of work since (B)(6) 2024 and they can't have normal function. Patient noted they had two 'blown' discs, splints and spurs; they said this was related to their trucking job. Patient had gone to the ER for their pain at one point and said they were charged (B)(6) to be pumped full of IV medicines that they didn't want and they didn't help their pain. Patient said they were told the amount they had made their face hot and should've basically been an overdose. They were put on a table, heard a pop in their back, felt like they urinated, and then there was no more pain. This shot cost (B)(6) and only lasted 24 hours, though. Agent closed case. When asked if this issue been resolved? If not, what other actions were or are planned to resolve? Patient stated, " the surgeon wrote the patient off and said they would stand by their work; surgeon claimed everything is where it should be internally for the patient, even though the ins battery is 'concaved' and 'sunken.' The patient felt the surgeon was wrong - dead wrong. The patient reported the shocking sensation began when the doctor implanted the spinal cord stimulator, and one of the electrodes on their lead was placed too close to their nerve. Patient is still getting sensations/shocks. Rep said they will call the patient back. Agent closed case.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6)2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep wrote back saying they last met with this patient on (B)(6) 2025, mentioned there was nothing wrong on medtronic side, that they checked connectivity and impedance ¿s and everything was all green and in normal range. Pt also told rep that he was getting good coverage.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that there is one spot on the controller that zaps them where they are hurting and they don't know if that could help pinpoint their situation. Patient stated they thought they were being electrocuted from their other stimulator and they went to the emergency room and they had no idea what to do for them so they unplugged it and they just kept giving them medicine trying to help them. It was understood that there is one part on their back closer to their spine that feels severed after the implant, and if stimulation touched it, it would feel like being zapped/electrocuted/could drive them up a wall. Patient mentioned they have neuropathy bad in their feet and they think it's a matter of time before they fall. Patient said they have gone in for a couple of mris and different things that show there is nothing wrong, and their healthcare provider (hcp) said they did all he could so the patient feels like they are on their own. Agent asked patient if they tried changing groups, patient said they just found out about that with a manufacturer representative (rep) who reset their other programs and found the spot that pains the patient using their clinician tablet. Patient asked if there was a way to pinpoint that one electrode and if they could work with someone with that. Patient also mentioned that they that spot in their back if they stick their thumb in it, they can vomit and pass out right . The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent offered hcp list, and the patient stated they will try calling another hcp of theirs and try to connect with the rep again to figure out what is going with that one spot. The patient stated they could feel the vibration and pulsing from stim over their body, but it is not blocking pain completely. The patient mentioned they believe they were severed (painful spot) by their hcp during surgery or something, and hcp said they had to live with it since it happened over a year ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.